Event description:
It was reported the device displayed a cassette alarm -no disposables attached-. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.